Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the user used a high energy endo therapy accessory, such as laser or high frequency, without keeping enough distance from tip of the subject device. However, a definitive root cause could not be determined. User may be able to prevent the suggested event by handling devices in accordance with the following instructions for use (IFU). Operation manual_ using endo therapy accessories_ laser cauterization. Caution: allow the tip of the laser probe to cool down before pulling it from the channel. If the laser probe is withdrawn while hot, channel damage may occur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: there was a cut on the charged coupled device shrink tube. The investigation is ongoing and follow up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the tip of the bronchovideoscope was burnt from the laser. The issue was observed during reprocessing after a rigid bronchoscope procedure where a laser was used. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end plastic was burnt from the laser. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.